Event description:
It was reported that following a hernia repair surgery the suture broke. The suture broke when the pt coughed. The breakage occurred at the upper knot. The pt was immediately resutured with the same size suture. No further events were reported.